Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, abdominal air leaked and the air leak sound was heard around the device. Another device was used to complete the procedure. There were no adverse consequences for the pt.